Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (hyst. {full}, salping. {bilateral}, oophorectomy ( bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, psychological trauma, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pain-pelvic/abdominal, back, psych injury, migration, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test-(unspecified) result-migration. Most recent follow-up information incorporated above includes: on 9-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pelvic/abdominal, back, psych injury, migration, fatigue. Product indication was updated. Lab data and reporters information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.